Event description:
Customer reported that the screen on the insulin pump has lines and circles and device does not function. Nothing further reported.

Manufacturer narrative:
No unexpected missing segments or partial display anomaly noted. Insulin pump passed the self test. Device received with loose/protruded drive support disk, with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.